Manufacturer narrative:
The universal modular electric/battery double trigger handpiece was not returned for complaint investigation at the time of this report. A follow up medwatch will be submitted once the device is returned and investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece operated without user input. There was no patient harm or delay reported.